Manufacturer narrative:
As received, a lead was returned. Visual examination found no anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-04194, 2017865-2020-04196. It was reported that the patient presented in the hospital with an unspecified infection. There is no known allegation from a health professional that suggests the infection was related to the dual chamber implantable cardioverter defibrillator system. The physician explanted the device, right atrial lead, and right ventricular lead.